Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2020. H3 evaluation: it was received for analysis an opened sample of product code sxpp1a301, lot pbm373. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken a manufacturing record evaluation was performed for the finished device pbm373 batch number, and no non-conformances were identified. Per the condition of the sample received, it could not be determined what may have caused the reported incident . The reported complaint was observed.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip replacement surgery on an unknown date and barbed suture was used. The fixation tab of the device came off the suture during suturing on the fascia though it was used with the usual way. Changed to another device to complete the surgery. There were no adverse patient consequences reported.